Manufacturer narrative:
The customer reported 12-lead ECG artifact and v lead signal loss. The customer isolated the issue to the ECG leads trunk cable. There was no report of pt impact. Philips sent the customer a replacement ECG leads trunk cable which resolved the reported issue.

Event description:
The customer reported, 12-lead ECG artifact and v lead signal loss.